Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the external pulse generator (epg) was not pacing. It was noted that contaminated adhesive was found on all sides of epg, the lower case, upper case, battery drawer cover, hanger, two plugs and main clear cover. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for repair. No patient complications have been reported as a result of this event.